Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a failed battery message on his insulin pump. After changing the battery, it will fail an hour or a day later. Customer's blood glucose was unknown. The alarm was cleared. The battery cap is corroded. It looks reddish. A replacement battery cap was sent. Nothing further reported.